Manufacturer narrative:
B3: date is unknown, so estimated date was entered. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Malfunction of the device is acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 700 implantation and to prevent non-functioning device issues. Incomplete inflation is acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 700 implantation and to prevent inflation issues. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) presented to their physician with complaints their device was not working and could not be inflated. A surgical procedure was performed wherein the device was explanted; a clear cause of the problem was not identified at the time of explant. There were no patient complications reported.